Event description:
A report was received that the patient was experiencing severe pain in her rib cage shortly following an implant procedure. The patient was administered a thoracic nerve block and was doing well following the injection.